Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed weak battery before and after a battery change. Customer's blood glucose was unknown at the time of incident. The customer was assisted with troubleshooting but indicated that they do not have new batteries to try in the pump. Customer also indicated that they may have mixed old and new batteries and was advised to only use new batteries. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot. Customer indicated that they will call back after they have new batteries to try in the pump.